Manufacturer narrative:
(B)(4). Lot #: m4j74g; batch #: m5550w; manufactured date: 09/08/2015; product exp. Date: 8/8/2020. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: m55451; manufactured date: 09/03/2015; product exp. Date: 8/3/2020. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Three photos were provided: picture one and two show tissue with a staple line on it, in addition unformed staples can be identified. Additionally picture two shows a staple line with an opening on the tissue. Picture three shows tissue and a staple line closed: however, staples improperly fired can be seen over the tissue. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. Hands on device and cartridge analysis may provide the evidence necessary to determine the cause of the reported complaint.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the issue occur? During the procedure the surgeon didn't notice any issue, and as routine he reinforced the staple line with suture. The problem probably occurred on the first firing with gold reload, in the stomach, because of the position of open staples and he found it after insufflated the removed part of stomach. Was buttressing material used? No. How was the procedure completed? There was no problem during the procedure.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: what device was being used with the cartridge reload, at what firing did the issue occur? Was buttressing material used? How was the procedure completed?

Event description:
It was reported by the affiliate that during a gastric septation (sleeve) procedure, the staple line did not form properly. The excluded part of the stomach stayed open. Unknown how case was completed. There were no adverse consequences for the patient.